Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that before surgery, the system shut down on its own. The procedure was completed. There was no patient impact.

Manufacturer narrative:
The company service representative examined the system was able to replicate the reported event. The power supply was replaced. The system was then tested and met all product specifications. The system was manufactured on june 12, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to a nonconforming power supply. The manufacturer internal reference number is: (B)(4).